Event description:
It was reported to philips that the system would not emit radiation intermittently when the exposure foot switch was pressed. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the procedure was completed with pressing the footswitch again. The philips field service engineer (fse) inspected the system onsite and confirmed that the wired footswitch was not working intermittently. Upon functional testing, the fse found that the footswitch was dirty. To resolve the reported issue, the fse cleaned the footswitch. After repair, the system returned to use in good working order. The codes were updated based on the investigation outcome.